Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for low blood glucose on (B)(6) 2018. Blood glucose reading was 22 mg/dl. The customer was unconscious and was treated with a glucagon injection. The customer reported experiencing low episodes where they would need a glucagon treatment five times during the month of (B)(6). The customer did not recall any events leading to the hospitalization. The customer was disconnected from the insulin pump and observed for one and a half day. The customer also reported a hospitalization on (B)(6) 2018 for high blood glucose of 600 mg/dl. The customer was treated with an IV solution. Troubleshooting was completed and the settings were accurate on the insulin pump. The customer's current blood glucose was 192 mg/dl. The insulin pump will not be returned for analysis.